Manufacturer narrative:
D4: device serial number is unknown. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a distal end crack. The issue was discovered during set up/inspection for use for an unspecified procedure, prior to patient being in the room. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. It was observed that during the device inspection the 26 fr. Outer sheath had ceramic insulation was missing. A root cause was traced to component failure. Based on the results of the investigation, the most likely cause of the component failure was deterioration over time. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
No additional information received from customer.